Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and exhibited diminished sensing, high thresholds and oversensing. It was also reported that the right ventricular (rv) lead exhibited noise. The ra lead was revised and remains in use and the rv lead remains in use. No patient complications have been reported as a result of this event.